Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2014. Customer's blood glucose level was 39 mg/dl. Customer was told to lie down and passed out on thanksgiving day. Customer was getting ready to have dinner with their family. Customer had different readings that were 80-100 points off. Customer checks his blood glucose level 6-7 times a day. Customer suspends the pump at 200 mg/dl to avoid taking more insulin. Troubleshooting was performed for sensor glucose and blood glucose differences. Customer was advised to monitor sensor glucose performance. Customer's current blood glucose level was 180 mg/dl. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.